Manufacturer narrative:
Product analysis: analysis was unable to reproduce the stated reason for return of "no software update possible" however a software reconfiguration was performed to eliminate the possibility of software issues. It was additionally noted that the stylus, the keyboard and the latch of the power cable bay were broken. The stylus, keyboard and cable bay were replaced and the stylus calibrated. The new software was installed. The device was cleaned, and it passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not able to be updated with software. The programmer has not been returned for service. There was no patient involvement. It was further reported that the product was returned to service and that it subsequently tested out of specification during manufacturer's analysis.